Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy stent was implanted at another facility to treat the left anterior descending artery (lad). Three weeks later, the patient came in with stent thrombosis. The physician performed ballooning and implanted a promus premier stent to treat the thrombus. The patient was then switched from plavix to brillanta after the procedure. No further patient complications were reported and the patient's status was fine.